Event description:
Caller states that her pt is fitted the reported device and states that the swivel is rigid and is causing skin breakdown. The info provided to date des not confirm that the extubation and recannulation of a replacement tube was required. Covidien is attempting to gather further details related to this report.